Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) system, presented to the emergency room (ER) due to a single inappropriate shock. Electrogram (egm) review of a stored ventricular fibrillation (vf) episode revealed transient noise on the shock channel that was suggestive of electromagnetic interference (emi). The patient reportedly felt the shock while crouching down at home. When asked about possible emi sources, the patient stated that the only home appliances they used were the microwave and an electric fan. Technical services (ts) discussed troubleshooting options and possible causes; this noise appeared consistent with emi from equipment that applied current to the body. No programming changes were required at this time, and the patient was scheduled to return to the device outpatient clinic the following week. This ICD remains in service. No additional adverse patient effects were reported.